Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) was not working.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0tfcw, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy due to a sudden change in (B)(6) 2015. The patient noticed they stopped getting good results from the device and could feel pretty intensely their bladder contracting. It was not as bad as before they got the device, but they could definitely feel the bladder contracting again. The patient did not have their patient programmer, didn't know how to use it, and never took it out of the box. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.